Event description:
It was reported that low sensing was observed on the rv lead. The low sensing was constant. All other electrical values were in range. The patient is in good condition and will be monitored.

Manufacturer narrative:
(B)(4).